Event description:
The device was returned for service. During service the pump had failure code 570:320:844:0000 in the event history. The event was reported to have occurred during pt use. Though requested, no additional information was provided regarding pt's demographics, medication involved, or device programming.